Event description:
A left heart catheterization was performed on the pt utilizing a hydrophilic coated radial artery sheath in 2004. Three weeks later, abg was drawn at the same insertion site. During a subsequent office visit, the pt returned with swelling and bruising at the site. There was also blood oozing from the abscess. Antibiotics were administered for a period of ten days. A return visit found the drainage had ceased and the infection appeared to have been resolved.